Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the access vessels were challenging. Upon deployment of the aortic body stent graft, the polymer syringe emptied and the patient experienced transient hypotension. The hypotension was treated in accordance with the IFU and the patient was stabilized intra-operatively. Two covered stents were implanted bilaterally within the aortic body stent graft extending up to the secondary sealing ring to maintain lumenal patency in the presence of observed narrowing within the aortic body stent graft. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of the date of this report, there have been no additional patient sequelae reported.